Manufacturer narrative:
Device evaluation summary: device evaluation of monitor (B)(4) has been completed. The reported problem (adjust belt alarms) has been confirmed. As received, the end cap was separated from the monitor case. Both white wires were unplugged from the computer/analog board, causing communication errors between the belt and monitor and check belt alarms. The root cause of the damaged casing was likely a result of excessive force. No adverse event resulted from the defective component. The patience received a replacement monitor.

Event description:
A (B)(6) male patient's niece, contacted zoll customer support to report the patient was receiving connect belt messages. The patient was issued a replacement monitor.